Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: lot number - correction. D4: UDI - correction. H2 type of follow up: correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.